Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) stated that the penis appeared to have shortened by 3 to 4 cm following implantation. Upon evaluation, the patient exhibited symptoms of penile fibrosis, which affected the effectiveness of the device. A surgical intervention was performed, and no additional information was provided.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) stated that the penis appeared to have shortened by 3 to 4 cm following implantation. Upon evaluation, the patient exhibited symptoms of penile fibrosis, which affected the effectiveness of the device. A surgical intervention was performed, and no additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.